Event description:
It was reported "on (B)(6) 2025, during insertion, the doctor found swg kinked during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer provided one image showing a guidewire with its protective tube and advancer, which does not match the received kinked guidewire that was returned without the protective tube and advancer. Visual review of the image indicated that the guidewire was bent. The customer also returned one guidewire for analysis. No signs of use were observed. Visual inspection identified one kink in the guidewire body, and the j-bend was misshapen. Microscopic examination confirmed the observed damage and showed that both the distal and proximal welds were full and spherical. One kink in the guidewire was located at 510 mm from the proximal end. The overall length of the guidewire measured 601 mm, which is within the specification limits of 596-604 mm per product drawing. The outer diameter of the guidewire measured 0.804 mm, which is within the specification limits of 0.788-0.826 mm per product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory ars and an 18ga lab inventory introducer needle to perform functional testing. Slight resistance was encountered when the kinked area passed through the ars and introducer needle, while the undamaged portions of the guidewire advanced with little no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guidewire exhibited one kink along its body, and the j-bend was misshapen. The guidewire met all relevant dimensional requirements. Functional testing confirmed slight resistance at the kinked area, while undamaged portions of the guidewire advanced smoothly through the ars and 18ga introducer needle, confirming functionality aside from user-related damage. A device history record review did not identify any manufacturing-related issues. Based on the condition of the guidewire and the report that the damage was observed during use, the likely root cause is consistent with unintentional user error. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported "on (B)(6) 2025, during insertion, the doctor found swg kinked during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was confirmed by the photo. Visual analysis showed that the guide wire was within the tubing and was kinked; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, during insertion, the doctor found swg kinked during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".